Event description:
It was reported that the left monitor on the 9800 system had intermittent lines. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an investigation. Identified the need to replaced the sbc (single board computer), system interface board pcb, hard drive, generator interface board pcb, image processor and associated components. The identified parts have been ordered. It is believed that once the components are replaced the system will perform as expected. If additional info should indicate otherwise a follow-up report will be submitted as required.